Manufacturer narrative:
(B)(4). Date sent 6/27/2025. D4 batch #826a12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with staple height selector broken and not returned, only gray plastic piece was returned inside the bubble wrap with no reload loaded in the device. Further analysis shows the entire anvil detached from the device and not returned for analysis, however, the anvil post appears to be damaged as if the anvil was pulled out off the device. Also, the anvil shroud showed one lock broken that support the metal body. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a12, and no non-conformances were identified. Photo analysis: this is an analysis of two photos submitted for evaluation. The first photo shows a device from the jaws and staple height selector in closed position. No reload was loaded and the staple height selector in green color position. The second photo shows the entire device from the label side and it was not reload loaded, the staple height selector in green position and the firing knob can be seen on the non-label side. However, the photos do not show any apparent damage and do not provide enough evidence related to the reported event. Based on the two photos reviewed the event described cannot be confirmed. Additional information was requested, and the following was obtained: is the current patient status known? ¿ good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no.

Event description:
It was reported that during an unknown procedure the firing knob was too tight to fire. Transection was not so smooth.